Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter would not undeploy and was difficult to withdraw. During an pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. Post final ablation, when attempting to remove the catheter from the left superior pulmonary vein, it would not undeploy from basket configuration. The catheter was deployed from basket to flower several times with the wire inserted, but the catheter failed to undeploy. Force was required to retract the device into the sheath for successful withdrawal. The procedure was completed without patient complications. The catheter is expected to be returned for analysis.